Manufacturer narrative:
Exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for ( foreign matter on cannula) on this lot # 1012907. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for this batch # 1012907 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe tip had foreign matter on it. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, foreign matter was found attached to the needle of the newly opened disposable sterile insulin syringe when it was prepared for anterior chamber puncture and drainage, so it was immediately discarded.